Manufacturer narrative:
Summary device evaluation: the reported complaint is unconfirmed. The investigation of the returned coil system found the implant coils stretched, damaged, and deformed, and the heater coil damaged; however, the implant coil was found to still be attached to the pusher upon receipt. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported premature detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during embolization procedure to treat a patient with an acom aneurysm, the coil implant unintentionally detached in the microcatheter. The coil a long with the microcatheter were removed from the patient and procedure completed using another coil. The patient was fine.